Event description:
Information was received from an international distributor that their customer reported smoke coming from within the unit. The ventilator was in use on a pt and alarmed. The customer reported there was no pt harm. The ventilator was removed from use. The international distributor verified the reported problem. During distributor evaluation the ventilator would poer on the electrical smell was noted. Further distributor inspection identified an overheated component on the power supplu. The distributor replaced the power supply to correct the problem.